Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was working fine but now received a button error. The customer's blood glucose level was 190 mg/dl. The customer reported that the buttons were not responding with button error alarm. The customer reported that the time does not advance. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.